Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she is very frustrated with how frequently she received the no delivery alarms. The customer was offered to troubleshoot for the reported issue but the she declined, stating she would just like to have the affected replaced at which time she will return the 2 affected infusion sets. The customer was advised that we will replace the product but will also include replacements for the reservoirs in use at the time of both incidents and will include extra t-pack of infusion sets and reservoirs for the frustration.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.